Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "external backup not responding" was being displayed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "external backup not responding" was being displayed. The customer informed the remote service engineer (rse) that they had reviewed the event log and was unable to locate any errors. The rse advised the customer to check for the errors, "primary alarm failed" (diagnostic code 1102) or "backup alarm failed" (diagnostic code 1104). The rse then advised the customer to complete preventative maintenance (pm) and run the v60 for 24 hours to replicate the error if possible. The customer ran performance verification test (pvt) and confirmed they were unable to replicate the error. The customer also confirmed no error in the event logs. The issue was unable to be replicated after pvt. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.